Event description:
One pt sample generated an initial aeroset calcium assay result of 22.9 mg/dl that repeated at 9.7 mg/dl (lab's normal reference range is 8.4 to 10.2 mg/dl). The elevated result was not reported out of the lab. No pt information is available. Upon troubleshooting, the customer noticed that five of the analyzer's cuvette washer nozzles retained a hanging drop upon completion of the wash cycle. The customer is requesting a service call to check the analzer. There is no impact to pt management reported.